Event description:
Allegedly, patient was revise due to mom complications; pain, metallosis, high ion ion level.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00829.

Manufacturer narrative:
Please disregard this report. This incident is a duplicate of MDR# 3010536692-2015-00695.